Event description:
It was reported that the user contacted support to request a factory reset and had been using meal announcements to correct high glucose, which the agent advised against because meal announcements are intended to inform the system of carbohydrate intake and the pump delivers meal boluses conservatively in staged amounts; repeated announcements led to multiple partial doses and subsequent glucose spikes. Symptoms included reports of both hypoglycemia and hyperglycemia, while at the time of contact the glucose was 116 mg/dl. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper method, specifically interaction with the user interface by announcing meals to achieve correction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.